Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Analysis found a shorted transistor. The root cause could not be conclusively determined. No complaint was received with return of the device. Failure (event) observed during analysis.